Manufacturer narrative:
B3 event date is estimated as first date of month the issue was reported. This is also the implant date. Information updated: b5 describe event or problem, e1 initial reporter, d6b explant date, g2 report source, h6 impact codes and device codes. Investigation summary: with all the available information, boston scientific concludes that the clinical observation of pain related to sizing issues, leading to a revision surgery, was likely caused by wrong selection of component size. Device history record (DHR): the DHR confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the complaint device was not returned by the customer; therefore, no product analysis could be performed. Labeling review: the app instructions for use (IFU) was reviewed. The patient symptom of pain was found to be listed in the IFU. Investigation conclusion: no further actions are considered necessary, and the complaint investigation conclusion code is unintended use error caused or contributed to event.

Event description:
It was reported that this patient, who recently had an ambicor penile prosthesis (app) implanted, contacted patient services (ps) to report severe pain the left side of the glans; he stated that the pain is present while sleeping, walking and sitting. The ps representative referred him for clinical evaluation. A revision surgery was performed, it was noted that the device was oversized in the left side of the penis; therefore, the rear tip extenders were replaced for smaller ones, to provide a better fit. No additional patient complications were reported. The patient was set to recover and reported as comfortable with the surgery outcome.

Manufacturer narrative:
B3 event date is estimated as first date of month the issue was reported. This is also the implant date. Information updated: b5 describe event or problem, h6 impact codes and device codes. Investigation summary: with all the available information, boston scientific concludes that the clinical observation of pain related to sizing issues, leading to a revision surgery, was likely caused by wrong selection of component size. Device history record (DHR): the DHR confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the complaint device was not returned by the customer; therefore, no product analysis could be performed. Labeling review: the app instructions for use (IFU) was reviewed. The patient symptom of pain was found to be listed in the IFU. Investigation conclusion: no further actions are considered necessary, and the complaint investigation conclusion code is unintended use error caused or contributed to event.

Event description:
It was reported that this patient, who recently had an ambicor penile prosthesis (app) implanted, contacted patient services (ps) to report severe pain the left side of the glans; he stated that the pain is present while sleeping, walking and sitting. The ps representative referred him for clinical evaluation. A revision surgery was performed, it was noted that the device was oversized in the left side of the penis; therefore, the rear tip extenders were replaced for smaller ones, to provide a better fit. No additional patient complications were reported. The patient was set to recover and reported as comfortable with the surgery outcome. Approximately seven weeks after the rte replacement procedure, the patient presented to hospital with fluid discharge from the penoscrotal incision. Infection was diagnosed. The app was removed, antibiotic washout was performed, and a tactra malleable penile prosthesis was implanted.

Event description:
It was reported that this patient, who recently had an ambicor penile prosthesis (app) implanted, contacted patient services (ps) to report severe pain the left side of the glans; he stated that the pain is present while sleeping, walking and sitting. The ps representative referred him for clinical evaluation. A revision surgery was performed, it was noted that the device was oversized in the left side of the penis; therefore, the rear tip extenders were replaced for smaller ones, to provide a better fit. No additional patient complications were reported. The patient was set to recover and reported as comfortable with the surgery outcome.

Manufacturer narrative:
B3 event date is estimated as first date of month the issue was reported. This is also the implant date. Information updated: b5 describe event or problem, e1 initial reporter, d6b explant date, g2 report source, h6 impact codes and device codes.

Manufacturer narrative:
Date of event: event date is estimated as first date of month the issue was reported. This is also the implant date.

Event description:
It was reported that this patient, who recently had an ambicor penile prosthesis (app) implanted, contacted patient services (ps) to report severe pain the left side of the glans; he stated that the pain is present while sleeping, walking and sitting. The ps representative referred him for clinical evaluation. No further information has been provided.